Manufacturer narrative:
In response to FDA report number mw5088579.

Event description:
Patient reported right side "partial rupture." Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture. Baker grade unknown.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Device has been explanted.